Event description:
The (B)(6) female pt with multiple comorbidities including diabetes and extensive peripheral vascular disease with bilateral superficial femoral artery occlusion, and advanced polyneuropathy (bilateral foot drop) was admitted to the ER on (B)(6) 2012 for hypothermia, temperature measured by foley probe was 86.4 degrees fahrenheit. The pt was warmed with a model 200 bair hugger unit and a bair hugger blanket, model unk, for approx 3.5 hrs, warming unit temperature was set on high and reduced as pt's temperature increased to 96.1 degrees fahrenheit. Reportedly, the pt developed multiple small red spots on her left tibia, feet, and medial ankles, and had a 2x1cm closed roof blister on her left anterior pretibial, in addition to multiple small blisters and red spots on her legs. Her left foot (1st-5th toes) showed varying degrees of burns from 1st to probably 3rd degree which was nearly circumferential on the 4th and 5th toe and at least 70% around the 3rd toe.

Manufacturer narrative:
Pt was transferred to (B)(6) hospital for hyperbaric oxygen therapy and wound care. The pt was also scheduled for an apligraf. The pt has lack of light touch sensation, hot and cold sensation to the knees. The 200 warming unit was checked by biomed and found to be operating correctly. The warming unit manuals and blanket instructions for use do contraindicate and the application of heat to ischemic limbs as thermal injury may occur. Per hospital records, the pt was also admitted to the ER on (B)(6) 2012 with a normal temp of 97 degrees and a bair hugger was not used. The model 200 warming unit was discontinued in 1993.